Event description:
It was reported by a surgeon via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of four (4) years due to structural valve deterioration(svd); calcification. It was learned that this patient has renal failure and is on dialysis. The valve and the aortic root were found to be extremely calcified, which prompted the valve to be cut up and explanted in pieces by the surgeon. The patient received a mechanical valve as a replacement.

Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after an implant of four (4) years due to extensive calcification from a patient who has renal failure and is on dialysis. The subject valve was not returned to edwards for evaluation, but was reported to be heavily calcified. No additional patient medical history was released to edwards per hospital policy. The reported calcification cannot be confirmed without return and evaluation of the device. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it was reported that this patient has renal failure and is on dialysis. Therefore, it is likely that this patient's medical condition and disease stage may have played an important role leading to the calcification and failure of this valve. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events